Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer from (B)(6) of break in aseptic technique/area not clean before starting peritoneal dialysis (pd) and peritonitis in a patient, coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies, intraperitoneally (ip) for pd. On an unreported date, a break in aseptic technique occurred, described as patient made a mistake and area not clean before starting pd. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized on (B)(6) 2011. On (B)(6) 2011, remedial therapy was initiated with a loading dose of vancomycin 2gm, ip; heparin 1000iu, ip, three times daily; amikacin 10mg, ip, once daily; fortum 1gm, ip, once daily; and vancomycin 2gm, ip, once daily. At the time of this report, remedial therapies and dianeal were ongoing. The outcome for the peritonitis was not reported. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for break in aseptic technique/area not clean before starting pd was unknown. The consumer reported that the event of peritonitis was unrelated to the dianeal therapy, but was due to the break in aseptic technique/area not clean before starting pd therapy.